Manufacturer narrative:
B3: event date is year valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated that about a month and a half ago the patient went for therapy and the person mistakenly put in some electric shocks where the implant is and since then the implant stopped working normally. Caller stated the healthcare provider told them to call medtronic to have the implant reprogrammed. Agent sent email to reps for visibility.